Manufacturer narrative:
Medical device expiration date: none. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of bd bactec¿ fx, instrument top, packaged sample came back reportable. This a report of a single occurrence. No false results were reported out to the clinician or to the patient. The following information was provided by the initial reporter: bottles that were negative online and had flying results were positive at the time of extraction. (Protocol was cultured for 5 days, negative and reported to superior system).

Event description:
It was reported that during use of bd bactec¿ fx, instrument top, packaged sample came back reportable. This a report of a single occurrence. No false results were reported out to the clinician or to the patient. The following information was provided by the initial reporter: bottles that were negative online and had flying results were positive at the time of extraction. (Protocol was cultured for 5 days, negative and reported to superior system).

Manufacturer narrative:
H.6 investigation summary: the complaint states the instrument showed a positive result after the bottle had gone through protocol as negative. If a sample is not removed after protocol, the system will continue to incubate and monitor. If it detects a reaction that seems to be a positive reaction, the instrument will flag the bottle. This can be due to a number of factors such as contaminants, slow growing organisms, immune response or other events, and as such samples that are incubated outside of protocol cannot be certified by the machine and should be manually sub-cultured. This is an unconfirmed failure. Device history review is not required as this failure does not allege an early life failure or failure at install. Sample analysis is not required as no samples were returned to bd for investigation. The root cause has been determined to be customer workflow error. The sample turned positive outside the protocol time. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Complaints for results are under statistical control for the month of may 2022. The upper control limit was not breached, and no trends have been identified. Review of risk management documentation indicates the potential risk of the reported failure mode was assessed as severity s4 via document baltrmbactecinstraph rev 15, row ID 2.4.